Event description:
Reporter indicated that her vns therapy handheld programmer was not properly holding a charge. Handheld programmer was returned for product analysis. Product analysis performed on handheld confirmed improper holding of charge, as device was confirmed to only have 50% battery-life remaining after one hour of usage.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.